Event description:
The customer reported that after a few normal activations, the device activated without the button being pressed. When the device was checked after surgery, water came out of the button area. This is a reusable pencil that is to be cleaned and sterilized between uses. Another device was used to complete the procedure and there was no pt harm.

Manufacturer narrative:
(B) (4). (B) (4). The incident sample has been received at tyco healthcare (B) (4) and will be forwarded to the mfg site for eval. A f/u report will be sent when the eval is complete.